Manufacturer narrative:
Battery was not returned for evaluation, however, the autopulse archive file indicates that the customer was not following. Battery management requirement of daily system checks and battery swaps. Furthermore, archive file indicates that low voltage batteries were used in the platform repeatedly. On the date of the reported incident on (B)(6) 2012, battery with s/n (B)(4) was used, but had not been adequately charged. No adverse event reported.

Event description:
It was reported that the patient experienced a cardiac arrest and expired. In the process of transferring the patient to the hospital in (B)(6) for organ donation and while utilizing extra corporeal circulation (ecc) service, the team set up the autopulse and a charged battery; the autopulse platform would not start. Eight other batteries were tried with the same result. Therefore, the patient could not be transferred to the other hospital for organ donation. Autopulse sn (B)(4) MFR report# 3003793491-2013-00327. Customer indicated that 8 batteries had been used, but there were data for only five batteries in the platform's archive file. Battery sn (B)(4), MFR report# 3003793491-2013-00334, battery sn (B)(4), MFR report# 3003793491-2013-00335, battery sn (B)(4) , MFR report# 3003793491-2013-00336, battery sn (B)(4), MFR report# 3003793491-2013-00337, battery sn (B)(4), MFR report# 3003793491-2013-00338.